Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the emergency room. Technical services (ts) reviewed and found right atrial pacing impedances were intermittently high out of range over the last year. Reprogramming was completed. Ts advised the presenting electrogram shows the ICD system operating as intended. The patient was not admitted and left without any intervention taken. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the emergency room. Technical services (ts) reviewed and found right atrial pacing impedances were intermittently high out of range over the last year. Reprogramming was completed. Ts advised the presenting electrogram shows the ICD system operating as intended. The patient was not admitted and left without any intervention taken. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, a supplemental report will be submitted.